Event description:
During an ablation procedure, when using the ice catheter to view the septum so the transseptal puncture could be conducted, the image was noted to be grainy. Fluoroscopy was then utilized and the tip of the catheter was noted to be fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.